Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients cardiac resynchronization therapy defibrillator (crt-d) was sounding an audible alert. Upon interrogation it was discovered the patients right ventricular (rv) lead had triggered an alert for high svc coil impedance. It was also noted that the rv coil impedance had been fluctuating as well. A fracture of the svc coil is suspected. In-office testing was completed and the lead was reprogrammed and currently remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead has now been extracted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed. Analysis indicated that the exposed superior vena cava defibrillation coil developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.